Event description:
It was reported that the patient presented for follow-up and noise was observed on the lead. The noise was reproducible. Upon removal of the lead, the patient's blood pressure dropped. Insulation damage was observed at explant. It was noted that there were aborted charges from lead noise the patient made it out of surgery, however passed away later in the evening from complications of the extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed internal insulation abrasions with externalized conductors between 8.8cm to 13.3cm from the distal tip. External insulation abrasions with externalized conductors were observed between 39.3cm to 44.7cm from the distal tip. Also an external insulation abrasion was observed at 41.7cm to 42.1cm from the distal tip with one of the re cables compromised. The external insulation abrasions found are consistent with that produced by frriction with the ICD can.